Event description:
Caller reported a malfunction on the pump, as the screen went dark and would not turn on, despite being connected to a known working power source. There was no adverse impact to the customer's blood glucose level. Technical support advised various troubleshooting steps, but the issue persisted with a blinking red led around the pump button. Consequently, technical support decided to replace the pump. The customer was informed that they would receive a pump with updated software, and instructions were provided on returning the faulty pump to avoid additional charges. The customer acknowledged the instructions and understood the need to program their settings and connect their continuous glucose monitor to the replacement pump.